Event description:
The bkc lead was removed and replaced by a leadless ipg due to erosion. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).